Manufacturer narrative:
During investigation, the device was found to have not been deployed. The downloaded data showed that the device ran for 307 pulses, which exceeds the 55-57 pulses needed to complete second prime and deploy the needle. The device was reset and the drive mechanism was re-initiated using a pdm. The needle mechanism was able to be deployed, during investigation, and no mechanical issues with the needle mechanism assembly were noted. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, changed the pod and gave herself a bolus.